Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they control all fluctuations regarding stimulation due to: decrease stimulation during and after MRI mode activation. They decrease stimulation prior so that when they deactivate MRI mode, they were not uncomfortably "zapped". There was nothing to resolve, decreasing stimulation prior to MRI activation or testing for comfort zone of amplification, or prior to any diagnostic testing was the step they take for safety and caution. The issue was not resoled and no further action will be taken as there was nothing to resolve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional(hcp). The hcp reported that the cause of the stimulation changing from 0.9 to 0.7 unexpectedly was not determined and the most like cause or contributed to the issue was that they did diagnostic testing- higher amplification, then 0.7 made uncomfortable to turn back on system. The steps were or would be taken to resolve the issue was that during diagnosis testing, they now lowered the amplification before activating MRI mode, then when deactivating MRI mode, they increased amplification. The issue was resolved.

Event description:
Additional information was received from a patient. They reported that the cause of the stimulation changing from 0.9 to 0.7 unexpectedly was not determined and the most like cause or contributed to the issue was that they did diagnostic testing- higher amplification, then 0.7 made uncomfortable to turn back on system. The steps were or would be taken to resolve the issue was that during diagnosis testing, they now lowered the amplification before activating MRI mode, then when deactivating MRI mode, they increased amplification. The patient reported no complaints and system optimum operation. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they remember their stimulation intensity was set at 0.9 and now that they were checking was set at 0.7, they don¿t know how that happened. The patient was redirected to their healthcare provider (hcp) to further address their issue. The patient reported urinary symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp. They reported that the cause of the stimulation being set at 0.9 and getting changed to 0.7 unexpectedly was unknown. It was unknown whether the issue was resolved.